Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. Concomitant medical products: c154dwk ICD, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.